Event description:
It was reported that the water was leaking because the "line was damaged". No patient involvement reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) video and four (4) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. Based on the pictures received it could be observed that the female luer connector has a crack along the luer, the reported failure mode is confirmed. This defect may have been due to mishandling of the product. Replication of the failure mode ? Retest in leak tester: to replicate the failure mode a device was taken to retest in leak test in order to create damage in the female luer, leak test was performed 3 times in the device. Results: during the third attempt the female luer presented damage in the connection part, however, it was not similar to the sample reported. No root cause determine due complaint is not attributable to the manufacturing process. Production personnel performs 100% visual inspection to components on the assembly during operation, hotline fluid supply assembly, to verify that there are no damaged components in the assembly that could cause faulty functionality. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).